Manufacturer narrative:
Medical devices: 5024m-58 lead and 4058m52 lead implanted (B)(6) 1997.

Event description:
It was reported that the right ventricular (rv) lead had visible insulation damage that was discovered during implant after pocket stimulation during lead testing. The lead was repaired using the silicon sleeve from the lead repair kit and remains in use. No further patient complications have been reported as a result of this event.